Event description:
A customer reported via phone call indicating that they experienced unexplained low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with a shot. The customer was hospitalized for the low blood glucose on (B)(6) 2015 at 830 pm. The customer did not know what kind of shot was given to them. The customer stated that they experienced blood glucose of 12 mg/dl but the customer was able to function without realizing it. The customer was also hospitalized for high blood glucose of 404 mg/dl on monday. The customer stated that the symptoms occurred on (B)(6) four years ago after reaching a blood glucose level of 600 mg/dl. The customer was treated with syringes. The customer stated that the issue may have been caused by a site issue. The customer was unable to troubleshoot. The customer was eligible for a new insulin pump last (B)(6) but never received one. The customer advised to call back for a replacement once they receive the results from the blood work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).